Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient, sustained a disruption of traumatic injury, wound repair due to dissolvable sutures that failed to dissolve leading to an infection. The patient required numerous outpatient visits with wound therapy department due to the stitches failing to absorb. When wound care explored the wound to determine the depth, they located these sutures were still in the wound bed, undissolved. The patient had to have a peripherally inserted central catheterline (PICC) placed and given intravenous vancomycin as outpatient and then transitioned to oral clindamycin. The patient had to have a wound vacuum assisted closure (vac) placed as well to help manage drainage from this site. The patient was also treated with assistance from a infections diseases medical doctor via tele medicine. There was a disruption of external operation.